Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 2 asd defect closure due to transseptal catheterization serious injury events for the sapien 3 transcatheter heart valve in the mitral position. The "time to event" (tte, in days) for this event was 56. The device identification (di) numbers for edwards commander delivery system are: 00690103193930, 00690103193947, 00690103193954, 00690103193961. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually, the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 3 2023 data extract for mitral serious injury events for the sapien 3 valve. This report summarizes 2 asd defect closure due to transseptal catheterization serious injury events for the sapien 3 transcatheter heart valve. The age range for this event is 29-65 years. The breakdown for gender is as follows: 1 female and 1 male.

Manufacturer narrative:
This supplemental MDR corrects section c - combination device and section g4 check box for combination product. During review of previous submissions, it was observed that the combination device field section g4 was marked as true by the system because the field in section c was left blank when the submission was initially populated. The ew devices submitted under this manufacturing report are not considered combination devices.